Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant ise indirect na for gen.2 for 1 patient on a cobas 6000 c (501) module. The sample was collected at the patient's home, transported to the laboratory, and left at room temperature. The initial na result was 103 mmol/l and was reported outside of the laboratory. The sample was repeated two times and the na results were 145 mmol/l. On (B)(6) 2018 the sample was repeated and the results were 146 mmol/l and 145 mmol/l. There was no allegation of an adverse event. The na electrode lot number and expiration date were asked for but not provided.